Event description:
It was reported that a user experienced recurrent low blood glucose, with a sensor reading of 61 mg/dl that rose to 80 mg/dl after treatment but dropped below range again. The user had repeatedly treated with oral fast-acting carbohydrates and had previously used a meal announcement to correct a high glucose level, for which education was provided to avoid this practice in the future. Symptoms included hypoglycemia. Outcomes included transient impairment requiring self-treatment with oral glucose. Investigation included telephone troubleshooting and education regarding appropriate hypoglycemia treatment and avoidance of using meal announcements as correction. Investigation of this case revealed user technique concerns related to treatment of lows without confirmatory fingerstick and inappropriate use of meal announcements for correction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.